Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit batteries are dead, unit does not want to turn on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) able to resolve with phone support. No onsite visit necessary. Staff able to determine that console was not pushed fully into cart causing batteries not to charge. Staff pushed console into cart and batteries are charging properly now. Returned to customer and cleared for clinical use. H3 other text : customer handled the issue.